Manufacturer narrative:
The analysis results found that the long45a device was returned with the anvil in the close position, and with no cartridge present. The device was received with the anvil crimp insufficient, causing the anvil not to open. The anvil was manually set and the device was tested for functionally, and it fired, cut and formed all the staples as intended.

Event description:
It was reported that during an unknown procedure, the device would not fire, the customer had the device left on her desk with no information other than they completed the case with a like device. No additional information or a surgeon name is possible to obtain as only a note was left for her. Device is available for return.